Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that customer's device had damaged pin in therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
ECG contact pin was not properly fitted, pin was pushed back into the case. Due to this the ECG connection between the inserted ECG cable and the connector mounted in the upper enclosure isn't fully/correctly established. After the upper enclosure was replaced, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported issue was not properly fitted ECG contact pin.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation physio-control observed that customer's device had damaged pin in therapy connector. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.